Event description:
It was reported that the day after the implant procedure of this subcutaneous implantable defibrillator (s-ICD) system, the patient received an inappropriate shock due to air bubble noise over-sensing. The physician deactivated therapy delivery from the device. Boston scientific technical services (ts) was contacted and agreed with the plan to run the automatic set-up tool (ast) to select the most appropriate sensing vector. At this time, the s-ICD system remains implanted and no additional adverse effects were reported.

Event description:
It was reported that the day after the implant procedure of this subcutaneous implantable defibrillator (s-ICD) system, the patient received an inappropriate shock due to air bubble noise over-sensing. The physician deactivated therapy delivery from the device. Boston scientific technical services (ts) was contacted and agreed with the plan to run the automatic set-up tool (ast) to select the most appropriate sensing vector. Recently at a routine follow-up appointment, the intrinsic amplitude measurements were being clipped by the current programmed settings. Ts was contacted and provided programming options. At this time, the s-ICD system remains implanted and no additional adverse effects were reported.